Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Returned strips produced e-2, e-3 and high readings. Qc investigation on 01/03/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause is improper storage: vial was left open for an extended period of time and scratches in conductive ptf ink area. (B)(4).

Event description:
Consumer reported complaint of e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood tests performed during call on (B)(6) 2016 produced result of e-2 when the test strip was supposed to absorb the blood sample and result of 111 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. Adverse event not reported at time of call on (B)(6) 2016.